Event description:
After surgery the pt was mobilized and moved from chair back to bed when the pacc tubing kit (687697). The kit is connected to art fem needle and was separated between stopcock and tubing (tubing was separated from the tubing luer-lock connection part-glued part). A new set is connected and the same problem happened again. Then the nurses open a new set and the same failure was on these new sets.